Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Additinoally, it was reported that the customer received a power source alert while using the tandem-provided wall charging adapter. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter. Customer¿s blood glucose value was 100 mg/dl.